Event description:
On (B)(6) 2012, the lay-user/patient's sales representative contacted lifescan from (B)(6) alleging the one touch verio iq meter was powering off during use. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's sales representative claimed the meter had powered off during use. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's sales representative did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have a defective q12 transistor. After pa replaced q12, the meter worked properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.